Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing chest pain and an interrogation noted that the left ventricular (lv) lead exhibited possible intermittent loss of capture. The lv lead remains in use. No further patient complications have been reported as a result of this event.